Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a device malfunction, and inspection revealed a hole in the right cylinder. A surgical procedure was performed in which the physician replaced the right cylinder and the pump. The cause of the hole was not specified by the hospital. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder was visually and microscopically inspected and leak tested. Under microscope observation, the first cylinder had broken fabric threads and a hole from fatigue in the proximal end of the cylinder, as well as wear at a fold in the proximal and middle areas. The cylinder did not pass the leakage test. The pump was visually inspected, leak tested and functionally tested. The pump tubing was cut down to the pump block and was returned attached to one cylinder. The pump passed the leakage test but did not pass the activation test. The second cylinder was visually inspected and leak tested. No damage or abnormalities were observed, and the second cylinder passed all testing performed. Based on the available information and analysis results, the leak identified in the first cylinder was due to fatigue and may have contributed to the reported clinical observation of a hole in the right cylinder. The reported mechanical issue and the observed perforation were most likely caused by fatigue-related leakage, as supported by the functional testing and analysis. Therefore, it can be concluded that the cylinder leak was the most probable cause of the reported complaint. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a device malfunction, and inspection revealed a hole in the right cylinder. A surgical procedure was performed in which the physician replaced the right cylinder and the pump. The cause of the hole was not specified by the hospital. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a device malfunction, and inspection revealed a hole in the right cylinder. A surgical procedure was performed in which the physician replaced the right cylinder and the pump. The cause of the hole was not specified by the hospital. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.